Event description:
On february 26, 2009, the lay user / patient contacted lifescan (lfs) alleging that the onetouch ultra 2 meter had a power issue. The complaint was classified based on the customer care advocate's (cca) documentation. The patient indicated that the reported issue began approx two weeks prior at around 6 am. During that time, the patient reportedly noted that the subject meter would not turn on. As a result of the reported issue, the patient reportedly did not make any changes to the diabetic medications. Approximately half an hour after the reported issue, the patient reportedly experienced symptoms of "cold sweats and jittery." On the same day at around 10am, the patient reportedly received food and/or drink as described treatment from the urgent care/clinic. The same day at around 9:30 am, the patient reportedly tested "396mg/dl" on the other (unknown) meter. At the time of troubleshooting, it was verified that this was not a new product. The patient was using the correct test strip and had replaced the battery per the owner's manual. The battery was checked and it was correctly installed. However, the issue was not resolved when the power button was pressed or when the test strip was inserted all the way into the test strip port. The patient's products are being replaced. Based on the provided information, this complaint is being reported since the patient reportedly experienced symptoms, which could be suggestive of a hypoglycemia episode after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.